Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device failed to discharge. Complainant indicated that the battery was swapped and the device successfully discharged. The patient had a return of spontaneous circulation. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), the device displayed a "defib charging error" message. Complainant indicated that the battery was swapped and the device successfully discharged. The patient had a return of spontaneous circulation. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation. Review of the device log found occurrences of "defib charging error". However, root cause cannot be firmly established and the event battery was not returned for evaluation. The log did not have any critical errors to suggest the device malfunctioned. There was also evidence that after the battery was replaced, the device was able to charge and deliver a shock. Internal inspection found no discrepancies. The device was put through functional testing, defib cycling, and multiple 200j shock testting into a simulator using test batteries without duplicating a malfunction to the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.